Manufacturer narrative:
The evoke scs system remains implanted. Pain was reported at the cls implant site, and a revision procedure was performed to reposition the cls and resolve the reported event. The evoke scs system surgical guide states "the risk associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was completed to reposition the cls and resolve the reported event.